Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the patient's lp dislodged post-release. The lp was retrieved on (B)(6) 2026. The patient was discharged.